Event description:
It was reported that the right ventricular (rv) lead had noise oversensing and greater than 3000 ohms pacing impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).